Event description:
Customer reported that she received a no delivery alarm and then changed the infusion set and insertion site. She stated that the old site was irritated and had a lump. The blood glucose reading was 546 mg/dl. She treated with manual injection. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.